Event description:
Per a case study, it was discovered that the device, 532425, smartnail diameter 2.4 x 25mm, was used for a osteochondritis dissecans, left femur procedure on an unknown date. The report states that 1.5 months of hinged bracing was used after the initial surgery and that bone quality was normal. Follow up status found two small free bodies, defect in osteochondritis causing delayed healing, partly healed sclerotic part not healed. Required 2nd surgery - partial healed osteochondritis microfractured. The following device(s) were also used during the initial procedure; however, they will be listed as concomitant because the device causing the secondary procedure is not known. Concomitant device(s): 532435, smartnail diameter 2.4 x 35mm. This report is being raised on the basis of injury due to secondary surgery.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Per a case study, it was discovered that the device, 532425, smartnail diameter 2.4 x 25mm, was used for a osteochondritis dissecans, left femur procedure on an unknown date. The report states that 1.5 months of hinged bracing was used after the initial surgery and that bone quality was normal. Follow up status found two small free bodies, defect in osteochondritis causing delayed healing, partly healed sclerotic part not healed. Required 2nd surgery - partial healed osteochondritis microfractured. The following device(s) were also used during the initial procedure; however, they will be listed as concomitant because the device causing the secondary procedure is not known. Concomitant device(s): 532435, smartnail diameter 2.4 x 35mm. This report is being raised on the basis of injury due to secondary surgery.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The device history record review could not be conducted because the lot number is not known. The lot history review could not be conducted because the lot number is not known. (B)(4). Per the instructions for use, the user is advised that until healing is complete, all fixation achieved with this device should be considered as only temporary and may not withstand weight bearing or other unsupported stress. Premature bending, loosening, fracture or migration of the nails may result from early stress and activity. Appropriate immobilization/controlled mobilization should be used until clinical determination of healing. This issue will continue to be monitored through the complaint system to assure patient safety.